Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during advancement of the coil from the introducer sheath during the preparation process, the coil was found to be already detached from the pusher. The device was not used in the patient.

Manufacturer narrative:
The device was returned with the implant, delivery pusher, and the introducer. There was no evidence of damage in the form of kinks, bends, or stretching on any of the components. The monofilament knot tie and uv adhesive was noted to be intact on the implant proximal end. The proximal end of the monofilament was not visible within the marker band. The proximal knot tie and uv adhesive was noted to be intact on the delivery pusher. The distal end of the monofilament was located approximately 1.5cm proximal to the distal tip of the heater coil, and evidence of a tensile failure with necking at the edges was noted. The distal tip of the pusher contained brown residue in the portions extending from the heater coil to approximately 3cm proximal. Based upon the investigation findings and available information, the complaint of a detached implant from the pusher could be confirmed; the monofilament attachment was noted to be severed. The root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded its strength specification to the joint between the pusher and the coil.